Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, pause episodes due to undersensing were noted. No intervention has been undertaken to avoid the issue. The patient is in a stable condition at this stage.

Manufacturer narrative:
Correction: date of event should have been (B)(6)2018 instead of (B)(6)2018. Correction: this information should have been reported in initial report - undersensing was suspected to be due to possible loss of tissue contact (isoelectric line).